Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. A system checkout was performed and the system is still under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site tried to transfer the 3d spin to the navigation system and the imaging system the systems became unresponsive. The site rebooted the system and tried to manually push the image to the navigation since there was a nav tag on the image and there was a green line communication between the system. However, when trying to transfer it over to the navigation the mobile view station (mvs) showed an error stating failed to upload digital intercommunication of medicine (dicom). Both imaging and navigation were aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause of the issue. The engineers looked at the logs and it appeared to be corrupted and would not completely extract. The logs that could be reviewed appear to show a possible network connection issue, but there is insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site tried to transfer the 3d spin to the navigation system and the imaging system the systems became unresponsive. The site rebooted the system and tried to manually push the image to the navigation since there was a nav tag on the image and there was a green line communication between the system. However, when trying to transfer it over to the navigation the mobile view station (mvs) showed an error stating failed to upload digital intercommunication of medicine (dicom). Both imaging and navigation were aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from manufacturer representative they have talked to the site and asked them not to plug in the network cable until both the image acquisition system (ias) and mobile view station (mvs) are fully connected (ias no longer in standalone mode) and once the network cable is connected, have the site hit change and wait for the navigation system to populate and picking it from the "pop window" (instead of letting it auto populate). Since these changes, the site has not had another issue. This could be because they are now waiting for the complete connection between the machines and since they are not letting it auto populate and doing it manually, the site are putting in the patient information while they wait for the system to ready.